Event description:
The following information was provided: while setting up for a mako tha the scrub nurse did a routine check on the screws of the mako offset reamer handle and detected that one of them was loose. The reamer handle was swapped out with a spare and the reamer handle with the loose screw was handed off to the rep. No patient was in the room at the time and no one was affected.